Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in 2009, that a leveen needle electrode was to be used during a (rfa) radiofrequency ablation procedure. According to the complainant, the rfa cable would not connect to the probe. An issue was identified while attempting the normal connection of the cable and probe. The physician indicated that this appeared to be a fit issue between connector and the probe. The physician opened another leveen needle electrode, removed the cable and attached to the original probe with no additional issues. The patient's condition following the procedure is unknown, however, no complications were reported as a result of this event.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed.